Event description:
It was reported that the physician could not find a stable position for the lead. It was further reported that the "screw mechanism did not work correctly and that the screw was jumping out." The attempted lead was explanted and replaced with a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism.